Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, an fse conducted an onsite follow-up to address the reported event. Fse performed troubleshooting and found that the column peek tubing was not connected. As a result, this was causing air to bleed through the system. When running a patient sample, there were no peaks and zero area. Fse replaced the need and changed the buffers. They performed a drain wash and ran calibration/controls which passed in the qc range. They also performed a precision test on a sample. The instrument was confirmed to be operating as expected. There was no further action by fse. The most probable cause of the reported event was due to air in peek tubes.

Event description:
On (B)(6) 2017, a customer reported low total area on all samples with their g8 analyzer. Technical support recommended the customer check the wash solution and it was full. They also suggested checking the waste line and did not find any kinks. Lastly, they suggested that the customer change the sample needle. However, the customer only performed a sample reset and did not replace the sample needle. A field service engineer (fse) was dispatched to address the reported event. There was no indication of patient intervention or adverse health consequences due to the delay in reporting. .